Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated was located in a 2.25x12mm, 100% stenosed, de novo, and totally occluded, bifurcated portion of the proximal left anterior descending artery having no calcification or tortuosity with a thrombus present. The lesion was pre-dilated, and then the 3.00x20mm promus element stent was implanted in the lesion at 6atms. No post-dilation was performed. Post procedure 0% stenosis and timi flow was 3. Following the index procedure, a pericardiocentesis was performed after an echo examination, but the patient had been already in cardiac or respiratory arrest. A cardiac chamber wall rupture occurred and the patient expired. No autopsy was performed but the physician stated it was "a free wall rupture in a long term infarction."

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).